Event description:
It was reported that stent damage occurred. The 89% stenosed, 3.25-3.5mmx28-30mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 3.00 x 28 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. Upon withdrawal, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: a stent delivery system (sds) was returned for analysis without a manifold. The manifold was not returned for analysis and therefore the catheter lot number and the device type printed on the manifold was not available. It was confirmed that the device was a bsc synergy ous mr 3.00 x 28mm device including hypotube, shaft polymer extrusion region, distal shaft, balloon and stent (including stent strut confirmation) and tip were consistent in appearance with a bsc synergy device. The crimped stent length and crimped stent diameter of the returned device were consistent with a synergy ous mr 3.00 x 28mm stent. An examination of the crimped stent identified damage with the stent struts in the proximal section of the stent lifted from their crimped position. The undamaged crimped stent was measured by snap gauge and the result was within max crimped stent profile measurement. The overall stent length was also measured using callipers and the result was within the crimped stent length tolerance range. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube shaft found a break situated at 20mm proximal to the distal end of the strain relief with the manifold section proximal of the hypotube break site not returned. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. The 89% stenosed, 3.25-3.5mmx28-30mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 3.00 x 28 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. Upon withdrawal, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the manifold was cut off intentionall and easily removed from the patient.